Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a broken helium line below holder leading to leak. There was no patient involved and no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the failure. At first, the fse tried to replaced the tubing assembly and quick disconnect valve replacement but did not provide fruitful results. The fse was eventually able to isolate the leak to the buna o-ring and replaced the defective part. Upon repair the unit was cleared for use and returned to customer.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 health effect ¿ impact codes (1). Updated fields: b4; g6; h2; h11.